Event description:
A caller reported that the pump displayed the reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that the pump reset was a safety feature and educated on necessary steps to resume normal operation. The customer understood and successfully resumed insulin therapy. The pump was replaced, and the customer reverted to an alternate method of insulin therapy.